Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 12/10/2018. Investigation summary: the device was inspected, and reddish material was observed inside the pebax, no internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab found a hole on the pebax surface. Initially it was reported that there was no pressure. During the procedure, the pressure could not be displayed. A second catheter was used to complete the procedure and there was no patient consequence. The no pressure issue was assessed as not reportable as the issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and found on december 10, 2018 that there was reddish material in the pebax sleeve and there were no internal parts exposed. This returned condition was assessed as not reportable as the device integrity was maintained and no internal components exposed to patient. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During additional assessment on january 10, 2019, the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. The hole in the pebax was assessed as a reportable issue. The awareness date for this record is (B)(4) 2019 as this is the date that biosense webster, inc. Became aware of the hole in the pebax.